Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter was not being worn within line of sight of the pump. The customer moved the pump and transmitter within line of sight and connection resumed. No additional patient information was available.